Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during stent deployment the sheath was too close and the stent inadvertently deployed into the sheath. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the right superficial femoral artery (sfa). The vessel diameter was 6.5mm and atherectomy was not used. The 6.5x80mm supera self-expanding stent system (sess) was noted to have partially deployed in the sheath and the stent was dragged back into the sheath. The stent and sheath were removed under fluoroscopy. There was no problem with the deployment mechanism. Another non-abbott stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.